Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The root cause of the issue was fluctuation in power and a poor ps2-j2 connection. The customer cleaned and reseated the ps2-j2 and verified ps2 +5vdc stability. No additional service information was provided.